Manufacturer narrative:
"Outcomes utilizing inspira implants in revisionary reconstructive surgery," sigalove, s., maxwell, g.p., gabriel, a., plast reconstr surg. 2019 jul;144(1s utilizing a spectrum of cohesive implants in aesthetic and reconstructive breast surgery):66s-72s. Doi: 10.1097/prs.0000000000005952. (B)(4). The events of infection (unknown onset), necrosis, seroma, hematoma, and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Through journal article ¿outcomes utilizing inspira implants in revisionary reconstructive surgery", healthcare professional reported patients experienced "infection, skin necrosis, seroma, hematoma, implant exposure and loss, and 'return to or.'" Device statuses are unknown. Affected sides are unknown.